Event description:
Heartmate 3 presents with melena and anemia (6.4) in the setting of international normalized ratio (inr) 3.7. Inr was reversed and 2 units transfused blood were required. Endoscopic evaluation failed to reveal bleeding source. Bleeding stopped; patient was successfully bridged to coumadin from heparin.